Event description:
A malfunction alarm with code "malf 0" was reported, and there were no notable events leading up to the incident. There was no reported adverse impact to customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy and was instructed by technical support to put the pump into storage mode before returning it with a pre-paid label. Technical support confirmed the pump was under warranty and arranged for a replacement to be shipped, with the customer understanding and acknowledging the instructions provided.